Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) has always presented deflation issues but now he is unable to completely deflate the device. Patient services specialist provided valve reset techniques, which were attempted over the phone but were not successful. A call to a urologist was suggested. No additional information was reported.